Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type ii bone) in site #(B)(4). Primary stability was achieved. Osseointegration was not achieved. Inadequate bone quality/bone quantity was involved in the event. The implant was removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.